Event description:
Consumer complaint of high blood results. Expected blood glucose results non-fasting range from 90 to 120 mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at this time. Blood test performed during call non-fasting ((B)(6) 2015: 1:24 pm) with result of 145 mg/dl. Verified storage of test strips is within instructed specification. Test strip lot manufacturer's expiration date is 10/24/2017 and open vial date is (B)(6) 2015. Recall test results performed non-fasting from meter memory: 90g/dl, (B)(6) 2015, 11:42 am; 95 mg/dl, (B)(6) 2015, 11:41 am; 50 mg/dl, (B)(6) 2015, 11:40 am; 85 mg/dl, (B)(6) 2015, 10:51 am; 102 mg/dl, (B)(6) 2015, 09:29 am; adverse event not reported.

Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction user had an inaccurate reference. Investigation completed and product evaluated with no defects found.

Event description:
Consumer complaint of high blood results. Expected blood glucose results non-fasting range from 90 to 120mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at this time. Blood test performed during call non-fasting ((B)(6) 2015: 1:24pm) with result of 145mg/dl. Verified storage of test strips is within instructed specification. Test strip lot manufacturer's expiration date is 10/24/2017 and open vial date is 03/30/2015. Recall test results performed non-fasting from meter memory: (B)(6). Adverse event not reported.

Manufacturer narrative:
(B)(4). Product not yet returned for evaluation.